Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of tibia at the cement to implant interface. Cement manufacturer was depuy. The tibial was fractured during the revision surgery. Doi: unknown: dor: (B)(6) 2018; left knee.

Manufacturer narrative:
(B)(4) no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on (B)(6) 2019 were reviewed to identify patient harms/product issues on (B)(6) 2019. On (B)(6) 2016, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component, and pain. The surgeon reported the tibial component was loose, having motion with light blows from a bone tamp. He indicated an area concerning for a fracture at the anterior aspect of the tibial metaphysis. The surgeon noted a well-fixed femoral component which was retained. He did not comment on the patella which was retained. The surgeon reported no intraoperative complications. The patient was implanted with attune revision components and smartset bone cement x 2. Doi: (B)(6) 2016, dor: (B)(6) 2018 (lt knee).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6 (no code available (3191) is used to capture the surgical intervention and medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.